Event description:
It was reported that: "the cuff did not inflate during the test before use. (The pilot balloon inflated.) Therefore, the user opened a new kit." There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site for investigation. The manufacturing site reports "the visual examination of the returned product showed signs of contamination. Discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuff, neck plate and connector did not reveal any irregularities." It was also reported that "the returned product was filled with air for an inflation and deflation test and checked for leakage in the water bath. No leakage of the cuff could be detected. The function of the balloon inflation system was given. There was no leakage of the low-pressure cuff, inflation channel, control balloon unit and valve." A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device was fully functional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cuff did not inflate during the test before use. (The pilot balloon inflated.) Therefore, the user opened a new kit."